Event description:
Reporter alleged the customer attempted to use the compact plus system and could not get it to work. Reporter stated that hours later he was in a car accident, because of hyperglycemia and he was taken to the hospital where he was kept for a day. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.